Manufacturer narrative:
Device has not been returned to the manufacturer, therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: in 2006. It was reported by a non-medical professional that a patient underwent a thoracolumbar fusion from t8-s1. Approximately 3 months post-op, x-rays reportedly reveal fractured rods in the midshaft area secondary to continuing complaints of right back pain. Patient underwent revision surgery for replacement of bilateral segmental instrument of t8-s1, debridement of l5-s1 pseudoarthrosis, and implantation of rhbmp-2/acs and bone void filler. No patient complications were reported.